Event description:
During a laparoscopic surgery, the babcock insert dislodged from the endoscopic a-trac grasper and fell into the abdomen. Surgeon located and removed the insert from the pt's abdomen. Babcock inserts were not saved. Two other occurrences of this same type - inserts coming off the a-trac grasper - happened. During the frist surgery, the babcock insert broke. During the second surgery, the babcock insert came off the grasper. Sales rep was notified by facility of the earlier problems with the inserts. Inventory of inserts and graspers was examined for depth of holes; some of the inventory was removed. This is the third occurrence with broken/dislod.